Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemptionnumber e2015036).

Event description:
The customer device was previously returned to pentax medical from a customer on 02/may/2019 and inspection of the unit was performed on 03/may/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection; umbilical cable perforation; hole in # 1 remote control button cover; accessories scope case leg broken; distal cap/ case cracked; elevator body sticking; leak at umbilical cable; failed dry leak test; pve electrical connector frame mild corrosion; fluid invasion not observed in control body; hole in # 2 remote control button cover; operation channel- primary slice by accessory; customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts and returned to the user upon completion.